Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted in resetting the malfunction code by technical support, which did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue recurred, and they acknowledged this guidance.